Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. Data was evaluated and the allegation was confirmed. The root cause was determined to be the transmitter and app were unable to establish a connection. No injury or medical intervention was reported. The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it passed. A pairing test was performed, and it passed. The log was downloaded and passed. A review of the log was performed and signal loss was found within the investigation window. The allegation was confirmed. The root cause is no communication - gap in logs.